Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05217. Additional information gathered revealed a staphylococcus aureus infection was found at the ipg and lead site. As a result, the patient's scs system was explanted. The patient was given antibiotics to address the infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05217. It was reported the patient went to the emergency room due to an infection at the lead site and discomfort at the ipg site. In turn, the patient was given antibiotics to address the infection. Follow-up revealed the patient is no longer taking antibiotics and discomfort at the ipg site remains ongoing. The patient will follow-up with her doctor on a later date.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.